Event description:
It was reported that the device was suspected of premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 496550 implantable pacing lead - implanted (B)(6) 2003; 694565 implantable tachy lead - implanted (B)(6) 2000. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.